Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a patient was injected in the midface with 2 cc of juvéderm voluma® xc. Approximately 3 weeks later, the patient developed ¿redness and tenderness.¿ the patient was treated by a different provider with an oral steroid. The event did not improve, and the area began to ¿harden.¿ the injector added ciprofloxacin and clindamycin, as well as 6 undiluted vials of hyaluronidase applied over 2 sessions, 3 vials per session. The patient was later treated with augmentin and biaxin. The patient began developing ¿pus¿ in the affected area, and the injector is aspirating it daily. The patient had cultures performed that resulted as negative. The symptoms are ongoing.